Event description:
It was reported that the pt was unable to hear on (B) (6), 2009, so the following day, she attended the hospital. The family says that the pt has not received any impact to the implant area. An x-ray taken does not show that the implant has moved. Testing carried out on (B) (6), by the clinical engineer at the hospital showed that there is damage to the electrode array, as 7 electrode channels now have hi status and 2 electrode channels have short circuits. Prior testing did not show damage to the electrode array.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as follow up report.